Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the reservoir about an hour and forty minutes prior to calling and she bolused for 10.9 units of insulin and received a low reservoir alert. She checked the reservoir and found she had less than 19 units left and that the piston was by the one marker. Customer was advised to change the reservoir and set and monitor blood glucose and insulin pump and call back if issue recurs.